Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n166420028, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Additional information later received reported pump motor stalls occurred on (B)(6) 2014 and (B)(6) 2015. The pump logs were read following a roller study and a catheter dye study which revealed that the last stall occurred on (B)(6) 2015 and had not recovered. It was noted that sterile saline was placed in the pump due to the history of pump motor stalls and the patient experiencing withdrawal symptoms due to past stalls. The patient was reported to be doing well and was being managed with oral medication. The managing physician was planning a pump replacement which was not yet scheduled. The cause of the pump stalls remained undetermined. It was noted that the patient had undergone a few mris in the past month.

Manufacturer narrative:
(B)(4)

Event description:
It was indicated that the patient began having difficulties in july where she would have increased spasticity, become flaccid, and then become spastic again inconsistently. The patient later met with her doctor because an alarm was sounding. Interrogation of the pump revealed that the pump had stalled on (B)(6) and recovered four days later. Following that, multiple motor stalls and recoveries were seen with the last noted stall occurring on (B)(6) with the ¿stopped pump period may exceed tube set¿ message triggering two days later. At the time of report, the patient was doing well, but the doctor said that the patient¿s prior issues could have been related to the motor stall. It was also noted that the patient¿s last MRI had occurred on (B)(6) 2014. The device system was used to deliver lioresal. There were no known interventions performed. Further follow-up was being requested to ascertain additional information.